Event description:
Information received from the field notes that the patient was seen at the hospital complaining of dizziness. An ECG noted no pacing spikes and the device could not be inter- rogated. The patient was admitted to the hospital and the device was replaced. Prior to explant, the device was found to be operating in back-up mode. Interrogation was was completed, but incorrect information was displayed.